Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she wanted to get her device removed because she did not think it was working properly. The patient refused to talk with patient services. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they first started experienced the implant not working properly ¿immediately.¿ no steps were taken.